Manufacturer narrative:
The device has been received by verathon, however; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the cable would not show an image on the connected video monitor unless it was wiggled. The procedure was completed using a backup system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the reported smart cable and was able to confirm the reported image issue. When connecting the reported smart cable to known, good, test verathon equipment, the image displayed intermittent horizontal green lines when the cable was manipulated. Upon completion of the evaluation, the smart cable was scrapped due to having already been replaced prior to its return to verathon and there being no repairs available for this device. Corrective action is not required at this time. Verathon will continue to monitor for trends.